Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when going to load scans onto the system, the system would boot up to a no signal screen. It was unknown if it was also happening on the staff cart. There was no patient present. It was confirmed that this occurred while loading scans and not before loading scans.